Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with feelings of jumping in the chest. It was noted that the right ventricular lead had no sensing and no capture. An x-ray was performed, and it was noted that the lead had dislodged due to twiddler¿s syndrome. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.